Event description:
The lay user/pt contacted co alleging that her ultra meter was set to the incorrect unit of measurement (uom). The pt did not seek medical attention or contact a physician for advice. The pt mentioned that the meter was previously set to the correct uom and does not recall recently changing the uom. Customer care agent (cca) assisted the pt in changing the uom back to mg/dl and sent the pt a replacement meter.